Manufacturer narrative:
Tracking #.44695. Date sent: 11/02/1998. D6: info not available, device not returned for analysis.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the ez35w would not fire across the infundibulopelvic ligament. The dr described difficulty in squeezing the firing handle. There was no consequence to the pt.